Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large valve came off. The surgeon cannot insert the needle. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences reported. Additional information was received. Reporter confirms the hemostasis valve (gasket) was dislodged inside the hub. The sheath was not being used on the patient; therefore, no air entered into the patient as the physician saw that the valve dislodged when he tried to put the guide inside before to introduce inside the patient. So no irrigation, no blood or any other negative impact to the patient. Directly changed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The device evaluation was completed on 25-may-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dislodged valve is directly related with the obstruction reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an persistent atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large valve came off. The surgeon cannot insert the needle. Surgery was not delayed due to the reported event. Procedure was successfully completed. No patient consequences reported. Additional information was received. Reporter confirms the hemostasis valve (gasket) was dislodged inside the hub. The sheath was not being used on the patient; therefore, no air entered into the patient as the physician saw that the valve dislodged when he tried to put the guide inside before to introduce inside the patient. So no irrigation, no blood or any other negative impact to the patient. Directly changed the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The valve issue was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-may-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 31-mar-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002092 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).